Manufacturer narrative:
Report required by FDA for eua. Investigation not complete at time of report. Follow-up report to follow completion of investigation. This is a retrospective report due to challenges implementing esg. Relates to (B)(4) (3014862188-2021-001362,1361,1360,1358,1588: test 1,2,3,5,6 of 6).

Event description:
User reported 6 false positive results. Negative unspecified additional tests. This is report 4 of 6.